Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Subsequently, the customer delivered incorrect bolus amounts. Further information regarding the event could not be obtained. No reported adverse impact to the customer's blood glucose.